Event description:
Customer reportedly obtained results of 400's mg/dl and retested within 10 minutes to obtain a reading in the 200's mg/dl. No exact readings provided by customer. No action was taken based on device results. No quality controls were used. Requested return of the suspect device and replacement was sent.